Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during prostatectomy, the hand piece's cutter got stuck on the way and unable to return back. Another hand piece was used to complete the procedure. There was no patient injury.